Manufacturer narrative:
A lead is expected to be returned; however, analysis is not needed. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. During a routine follow-up, a contamination issue was identified at the terminal end of the system. Increased follow-up occurred, due to the infection. The patient was hospitalized and received intravenous antibiotics. The device system was ultimately explanted, due to infection. There were no additional adverse effects reported.